Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to loss of capture. Moreover, fluoroscopy and x-ray did not show any gross dislodgment. The lead will be returned for analysis.

Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to loss of capture. Moreover, fluoroscopy and x-ray did not show any gross dislodgment. The lead will be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found retracted helix and dried body fluid in the helix housing. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of failure to capture.